Event description:
It was reported by the rep that when the device, with or without reload cartridge, was used during an unknown procedure, it jammed. Opened another device to complete the case. There was no consequence to pt.